Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the care giver stated they disconnected the heater bag and replaced it with a new solution bag. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during fill 1. And the caregiver (cg) stated they disconnected the heater bag and replaced it with a new solution bag. The technical service representative (tsr) informed the cg to never disconnect a solution bag and then reconnect a new solution bag. The tsr had the cg end therapy and start over with all new supplies. Product surveillance spoke with the caregiver (cg) on (B)(4) 2012, regarding having to start over with new supplies due to an alarm. The cg stated that they continued therapy with homechoice (hc) using new supplies. The cg stated that they did not notice anything visibly wrong with the supplies that would have caused the alarm. Per the cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp did not notify their registered nurse of the incident. Product surveillance emphasized the importance of restarting with new supplies to avoid any risk of contamination to the home patient. The cg understood, the cg stated that they had clamped off the patient line when they reconnected a bag because they "wanted to figure out what was wrong with the bag but knew that they had to start over with new supplies." Once they started over the cg stated that everything went well. Therapy has been going well since incident. There was patient involvement. There was no patient injury or medical intervention reported.